Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise reversion episodes. The patient was asymptomatic. No medical intervention was performed. It was later reported that the lead continued to exhibit noise. The lead also exhibited low impedance. Provocative testing did not reproduce the noise. The lead was temporarily reprogrammed until the lead was capped and replaced on (B)(6) 2016.